Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report several no delivery alarms and an emergency room visit due to high blood glucose levels. The customer's blood glucose level was 630 mg/dl at the time of incident. The customer reported vomiting as a symptom. The customer was wearing the device at the time of admission. The cause per the doctor was diabetic ketoacidosis. The customer was treated with a fluid drip and insulin. The customer realized that the reservoir was not connected properly and insulin had built up in the reservoir compartment. The customer was advised to call back. Nothing was replaced or returned.